Event description:
It was reported that allegedly, a g2 filter caudally migrated and tilted. The filter was implanted in a patient who reportedly has may-thurner's disease and received a stent and had thrombolytic of the femoral vessel in the left leg just prior to the filter. She was bed ridden during that time for two days. She was still producing clots and could not take coumadin, so the filter was implanted. The patient experienced some new abdominal pain that was likely due to the filter, so eight days after implant, a CT was done. At that time it was noted that the filter had migrated caudally 7cm and was now located by the iliac bifurcation and tilted in an anterior direction about 60 degrees. Three weeks post filter implant, the filter was retrieved without incident. It was also reported that the patient is now asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The investigation is currently underway.